Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was cycling. It was noted that the patient was symptomatic prior to the shock due to ventricular tachycardia (vt). Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to t-wave oversensing. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, another inappropriate shock was delivered due to t-wave oversensing. It was noted that while the patient was exercising there was a sudden change in morphology and drop in r-wave amplitude. Ts advised exercise testing and a holter monitor to attempt to reproduce the rhythm. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was cycling. It was noted that the patient was symptomatic prior to the shock due to ventricular tachycardia (vt). Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to t-wave oversensing. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was cycling. It was noted that the patient was symptomatic prior to the shock due to ventricular tachycardia (vt). Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to t-wave oversensing. No adverse patient effects were reported. Currently, this s-ICD system remains in service.